Event description:
It was reported that at 37,868 joules while using the surgical fiber during a prostate procedure, the fiber was observed to exhibit diminished tissue vaporization efficiency. Time expended: 6 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "no damage to the patient" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/cap fusion zone at the bevel edge; the distal glass tip was not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.